Event description:
It was reported that bd alaris extension set leaked at the lumen of a port that was not in use resulting in hypotension and need for fluid resuscitation. The following information was provided by the initial reporter: our adult micu experienced issues with bd smallbore extension set. The feedback below came from nursing staff: patient received on same dose of levo and vaso running through triflo lumen. Doses were not changed, but midshift, patient's bp was 70s/40s, primary rn going up on levo and vaso, but patient bp was not responding. Primary rn noticed that patient's gown was wet and noticed that the medication was leaking through one of the lumens on the triflo that was not connected to a medication. Of note, that lumen was not clamped. Primary rn clamped lumen, resuscitated with ns bolus (as per order) and was able to come down on the pressor doses to baseline.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set leaked at the lumen of a port that was not in use resulting in hypotension and need for fluid resuscitation. The following information was provided by the initial reporter: our adult micu experienced issues with bd smallbore extension set. The feedback below came from nursing staff: patient received on same dose of levo and vaso running through triflo lumen. Doses were not changed, but midshift, patient's bp was 70s/40s, primary rn going up on levo and vaso, but patient bp was not responding. Primary rn noticed that patient's gown was wet and noticed that the medication was leaking through one of the lumens on the triflo that was not connected to a medication. Of note, that lumen was not clamped. Primary rn clamped lumen, resuscitated with ns bolus (as per order) and was able to come down on the pressor doses to baseline.